Manufacturer narrative:
Product analysis :unable to replicate customer concern; functional evaluation with a sample mas found the implant unable to be fully engaged into a sample mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that patient underwent surgery due to lumbar spinal degeneration on (B)(6) 2015, intra-op, one set screw's head was found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The patient's status was reported normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.